Event description:
Baxter global product manager reporteed pt on 1550 device had a reported 1.5 kg weight gain. Device alarmed and the ultrafiltrate controller was turned off. Treatment was continued with a manual calculation of transmembrane pressre (tmp). Upon completion of treatment pt was weighed and the gain was noted. No adverse symptoms were reported by pt. Pt received an additional dialysis treatment to remove the additional fluid and the goal weight from the intial treatment.